Manufacturer narrative:
The device was returned due to stenosis and calcification. Gross morphological and histopathological examination revealed all three leaflets contained calcifications, tears, and were fibrotically thickened. The stent base was ovalized. There was no inflammation present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a 21 mm trifecta valve was implanted at another facility. On (B)(6) 2017, the patient required a redo avr secondary to prosthetic aortic stenosis. The valve was explanted and was noted to have become calcified. The valve was replaced with a 19 mm sjm regent mechanical valve. The operation went well and the patient was discharged without further incident. Patient specific information of weight is not available for this complaint.

Event description:
On (B)(6) 2013, a 21 mm trifecta valve was implanted at another facility. On (B)(6) 2017, the patient required a redo avr secondary to prosthetic aortic stenosis. The valve was explanted and was noted to have become calcified. The valve was replaced with an sjm regent mechanical valve (model/lot unknown). The operation went well and the patient was discharged without further incident.